Event description:
Customer reported that the buttons on the insulin pump became unresponsive and that the screen went blank. Customer did not know the blood glucose reading. She did not recall any significant event leading to the keypad issues. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No blank display or constant tone was noted. No error alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.